Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that 3 months and 7 days after the dental implant was installed in intraoral region 15#, its non- osseointegration was observed. Moreover, the patient presented bone type I, fenestration has occurred and immediate load procedure was performed.